Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
Zoll laboratory services contacted zoll to report that a patient developed a skin irritation. The patient described the irritation as around most of the patch area, blisters, bruise, red - not raised, broken skin, itching. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.